Event description:
Falsely elevated result was 1.55 ng/ml. The false positive result sample was run on an alternate dimension analyzer and a negative result was obtained. The high result was not reported to the physician. Analysis of instrument performance by a dade behring representative resulted in repair on the hm mixers.